Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 years and 2 months after the dental implant was installed in intraoral region #3 it was verified its non-osseointegration. Fifty (50) ncm of primary stability was achieved and immediate load was not executed. The patient presented bone type iii.